Event description:
A surgeon reported that an intraocular lens (iol) seemed opacified in the posterior part and clear in the anterior part. No further information is expected.

Manufacturer narrative:
The product was not returned for analysis, device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No further information is expected. (B)(4).